Event description:
It was reported that the user experienced hyperglycemia of unknown duration during participation in a research survey and contacted the manufacturer, with no device alerts or alarms reported and no diabetic ketoacidosis. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the impact. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and the specific device component not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.